Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient said that they thought they had the basic trial. Patient only had the trial for a couple days because the lead came undone. Troubleshooting asked if patient knows what happened to cause the issue. Patient said they are pretty heavy and have a lot of excess fat. The doctor believed their fat had something to do with it. Patient said they didn't do anything to cause the issue.

Manufacturer narrative:
Concomitant medical products: product ID 306001, serial/lot# unknown, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.